Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because does not turn on was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. Initial reporter: phone number was not provided at the time of call. 510(k)# is k082590.

Manufacturer narrative:
(B)(4). Device evaluation: the meter involved this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2011 with the following findings: the returned meter failed testing. There was contamination found on the meter's pc board. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.